Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system developed an infection. It was noted the patient was non-compliant and did not keep his doctor appointment after complaining of itching at the device site. It was reported the s-ICD was out of the pocket. The device system was explanted. No additional adverse patient effects were reported.